Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges that the connector to the gtrac is broken coming from the controller and bare wires are exposed.